Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated for high blood glucose with insulin . The customer did not want to troubleshoot but did say he will call back when the issue occurs again. The customer had various issue with the insulin pump, sensor, and tubing, so we will document on his account.